Event description:
Healthcare professional reported "capsular contracture baker grade unknown" of a non- (B)(6) device. This record is for the left side. Device was explanted and replaced. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".